Event description:
It is reported that the out of the four locking tabs that held the liner, two were broken; therefore, the liner was loose. Revision surgery occurred in 2007. Exact implant date is unknown.

Manufacturer narrative:
Evaluation summary: the product stated in the complaint was not identified by item number, returned for evaluation, or accompanied by x-rays or photos; therefore, no analysis could be conducted. Due to lack of sufficient information, the probable cause cannot be definitively determined. H6: evaluation method/results: no product was returned. Review of the device history records was also not possible, as the product and lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.